Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that insr had all 8 coupling bars then the screen went completely blank. It was reported that when the connector pin was unplugged and plugged back in the screen indicated that the insr was low. It was reported that the screen was bypass and the insr charging status screen was seen. It was reported that a recharging session was started with repositioning of antenna to get better coupling. It was reported that the insr screen was providing messages that it needed to be plugged; needed to be charged and insr is charging. The patient reported that they were in pain because the stimulator was off (battery low) and they can¿t charger it due to damaged insr. The patient was sent a replacement desktop charger but reported that the new desktop charger doesn¿t fit into insr. The patient reported that they will need a new ins recharger. It was reported that the connector pin was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their pain and recharging issue had been resolved and that everything was fine. No further issues were noted or anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger: analysis of the desktop charger, s/n (B)(4), found that the connector pin was bent. Conclusion code 92 applies to the ins and conclusion code 67 applies to the desktop charger. Additional review indicated device code (B)(4) is no longer applicable to the event. Correction: ¿other¿ in b2 was marked incorrectly, as there was no outcome attributed to the adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator recharger (insr) started acting up a week prior to the date of this report. The patient stated that they had all eight coupling boxes, then the screen went completely blank. It was also reported that there were intermittent charging problems with the insr due to a damaged connector on the desktop charger. The patient confirmed that the green light was on the desktop charger and saw an informational screen indicating that the insr was low. The patient was able to bypass that screen and saw the ¿insr charging¿ status screen. When the patient started a charging session, they noticed that the plug icon was gone from the screen, then they saw informational and warning screens to charge the insr. It was noted that the patient had to reposition the antenna to get better coupling during the session. At that time, the patient stated that the connector pin wasn¿t loose or bent. The repair department was contacted and a replacement desktop charger was requested. On 2017 (B)(6), it was further reported that the patient was in pain because their stimulation was off. The implantable neurostimulator (ins) battery was low and they couldn¿t charge it because of the damaged insr. It was reported that the connector pins on their desktop charger were bent. The patient stated that they received their new desktop charger, but it didn¿t fit into their insr. The patient confirmed that the connector pin from their old desktop charger didn¿t break off or get stuck in their insr, as it was still attached to the desktop charger and bent. The patient requested a new insr and was redirected to the repair department. No further complications were reported or anticipated. Indication for use is non-malignant pain. Additional information was received from the patient on 2017 (B)(6). It was reported that the patient received their replacement desktop charger and implantable neurostimulator recharger (insr). When the patient went to plug the desktop charger into the insr port, the connector wouldn¿t insert with the white arrows aligned. The patient confirmed that they hadn¿t plugged the desktop charger into the insr prior to that. The patient stated that they were able to plug the desktop charger connector into the insr with the white arrow upside down, but the insr wouldn¿t charge when it was plugged in that way. The caller was redirected to the repair department and a replacement desktop charger was requested. No further complications were reported or anticipated.